Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the error message end of life displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention occurred on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.